Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pxl161407/(B)(4). The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: aneurysm enlargement,

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for a left common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses. On (B)(6) 2020, the patient underwent reintervention for continued growth and dilation of the aneurysm due to disease progression. The left hypogastric artery was coil embolized and the previously implanted iliac extender component was extended with two additional iliac extender components. The patient tolerated the procedure.